Event description:
This ra lead was implanted on (B)(6) 2012 and was explanted on (B)(6) 2012. Originally planned to reposition this dislodged atrial lead, but encountered difficulty extending and retracting the screw due to tissue ingrowth. The physician was dr. (B)(6) at (B)(6) healthcare in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).